Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A video provided by the account was reviewed by a quality engineer and shows a break in the polymer at the location of the kink, this indicated the kink likely contributed to the polymer separation. Additionally, the guide wire damage likely impacted accessory devices maneuverability over the guide wire, resulting in the reported difficulty advancing and removing the balloon catheter and stent delivery system. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling;na.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate tortuosity and mild calcification. During advancement of an unspecified balloon and stent delivery system (sds) on the balance middleweight universal ii guide wire, there was resistance. The guide wire was removed from the balloon/sds and it was noted that the black polymer was missing from the guide wire and a kink occurred. The guide wire was removed with the balloon/sds as they were stuck together. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.